Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the pharmacy was able to recover remote manager by rebooting and successfully recovering through storage space. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had displayed an error stating that the door was failed to stay closed, even though it was currently closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had displayed an error stating that the door was failed to stay closed, even though it was currently closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.